Event description:
#Medwatcher #(B)(4). Swelling in my right pointer finger and middle finger knuckles. It looked as if I had bruised them without the discoloration. Had the essure device put in (B)(6) and noticed the swelling in (B)(6). Became more inflamed and was diagnosed with ra in (B)(6).